Event description:
(B)(4). I went into the dr. To talk about getting tubal ligation; they pushed the essure device on me as it required no surgery or downtime vs. Tubal ligation. Being (B)(6) year old full time working mom, who is also going to school and has 2 young kids, I gave in since they made it sound so great with no surgery, no time off work. I was not warned of any nickel in the device, was not asked about nickel allergy, nor was I given a test to check for a nickel allergy. I also was not made aware of any possible side effects with this device. Since implantation of this device, my quality of life has greatly diminished. The most severe issues I have are sharp stabbing spine pain, as well as abdominal and low back pain. I have never had problems with acne, not even as a teenager, but since being implanted with this horrid device, I have constantly struggled with severe, painful cystic acne. I have also been having abnormal amounts of hair loss, worsened insomnia, nausea, vomiting, cramping, extremely painful ovulation, hot flashes, urinary frequency and incontinence, painful post-sex, dyspareunia, yeast infections, sexual dysfunction, abdominal spasms, pelvic pain, joint pain, itchy rashes, bowel issues, paresthesia, brain fog/forgetfulness, mood swings, tremors/shakiness, vitamin b12 deficiency, nickel allergy, dry eyes and boils. Since being implanted with essure, I have been diagnosed with fibromyalgia, and chronic fatigue syndrome - to name a few of the awful side effects, I have experienced as a result of essure. This product should be taken off the market asap to save other women from having to experience the essure hell so many of us have already been through.